Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. Surgical intervention was performed and the helix of the lead would not rotate properly and thus the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was eventually returned back from the field for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a very bent stylet returned inserted in the lead. The stylet was removed with force and afterwards, the helix was able to pass a mechanism test. The lead passed a continuity test which confirmed its electrical integrity. Overall, analysis was unable to confirm the high pacing thresholds allegation made against the lead. The helix mechanism issue was able to be confirmed as the bent stylet prohibited the rate/sense coil from turning and transferring torque to the tip properly.

Manufacturer narrative:
Despite multiple attempts, this right ventricular (rv) lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.